Manufacturer narrative:
Additional information/corrected data: after further review of the record it was identified that unspecified confirmation testing performed (B)(6) 2020 provided negative results. The patient underwent the scheduled surgery. This was inadvertently omitted from the initial MDR. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m123120 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m123120 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Manufacturer narrative:
Although the investigation is still in progress, the manufacturing batch records and quality control release testing for kit part number 190-000/ lot m123120 and test base part number 190-430 / lot m123120 were reviewed. This lot met the required release specifications. A supplemental report will be submitted after the investigation is complete. (B)(6).

Event description:
The customer reported conflicting results with the ID now covid-19 assay. The customer reported a positive result from a direct kitted nasal swab with the ID now covid-19 test performed on (B)(6) 2020 at 2:23pm. Repeat testing using the same sample receiver with the ID now covid-19 assay at 2:39pm that same day generated negative results. No information related to confirmatory testing was provided. The customer confirmed no death or serious injury occurred based on the ID now covid-19 result, but indicated that results could have had an impact on the occurrence of a scheduled surgical procedure. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Refer to section 1.6, maintenance & cleaning, for further information. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The product insert states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Unexplained conflicting results shall be reported as a malfunction, as it is unknown which result is correct.